Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient rode a tram and tumbled due to emergency braking, the pulse generator and leads dislodged. During repositioning and reconnecting the leads to the device, high capture threshold was noted. The device was explanted and replaced.